Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- bilateral patient. Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implants. Update: 11/6/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The (B)(4) is a reopen of (B)(4) due to receipt of the following information: update apr 18, 2018: ppf, pfs and medical records received. Ppf has no new allegations reported. In addition to what was previously reported, the patient alleges unable to walk for a long duration. After review of medical records there were no new information added that changes the MDR reportability. There is no report of revision. Added stem product due to alleged metal poisoning. Updated the manufacture and expiry date of the head and liner product. Added firm to the complaint. Doi: (B)(6) 2009 : dor: not reported (right hip). Please see (B)(4) for the left hip.